Manufacturer narrative:
(B)(4). Manufacture date: april 10, 2017 ¿ april 11, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a small volume folfusor at the end of filling when the syringe was disconnected. The folfusor was filled with 50mg/ml of 5fu and 0.9% of normal saline solution. The fill volume was 96ml. There was no patient involvement. No additional information is available.